Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient (pt) called in and reported that both of her eyes were stinging upon contact lens insertion, the lenses were soaked in the complete solution. Pt confirmed that her eyes were fine upon contact lens removal. Initially, she did not find the cause of the issues. Pt switched to new lenses and sought medical attention. Pt did not remember the doctor's diagnosis; however, she identified inflammation. The doctor prescribed levofloxacine hydrochloride eye drops. Pt found the issues were caused by the solution as her eyes were fine while wearing new lenses straight out of the packaging. In addition, her eyes were fine while wearing the lenses which were cleaned with another solution. Also, her eyes were fine upon lens removal. However, her eyes were stinging when wearing the contact lenses which were soaked in the complete solution. Patient is currently fine. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 10 nov 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product chemical test was conducted on the returned sample. All the tested items met product specification. No product deficiency was confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.